Manufacturer narrative:
Concomitant medical products: zr flush lot 3135220 exp 2021-01-01 0.9% sodium chloride injection; therapy date unknown. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the end cap leaked when flushed. The leak occurred at the insertion site. No patient harm was reported.

Manufacturer narrative:
The customer¿s report that the end cap leaked when flushed was not confirmed. No abnormalities were observed during visual inspection. Functional and pressure testing was performed; no leaking was observed at the valve connections. The root cause of the reported leaking was not identified.

Event description:
It was reported that the end cap leaked when flushed. The leak occurred at the insertion site. There was no patient harm.